Manufacturer narrative:
The supplier returned the power management board to the national repair center (nrc). The supplier stated that they verified the failure of the board not charging batteries. The supplier replaced components q27,cr70,c25,c26 and q50, installed cn167210 and the board passed testing. A senior repair technician inspected the power management board and no visual damage was observed, and upon inspection of the board per procedure, the installation of cn167210 was verified. The technician then installed the power management board into the cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and sent to stock per procedure.

Event description:
It was reported that during in service training, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging. It was later reported that the iabp unit would charge the battery for about 30 seconds and then stop. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during in service training, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging. It was later reported that the iabp unit would charge the battery for about 30 seconds and then stop. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and visual damage was observed to component q27 which is shorted. The board could not be tested due to the shorting of q27. Past experience has proven that when q27 shorts the batteries will not charge. The board has being sent to the supplier for failure analysis per procedure. A supplemental report will be submitted upon completion of this evaluation.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced the power management board which corrected the reported issue. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during in service training, the batteries for the cardiosave intra-aortic balloon pump (iabp) were not charging. It was later reported that the iabp unit would charge the battery for about 30 seconds and then stop. There was no patient involved and no adverse event was reported.